Event description:
The customer contact reported that during routine preventative maintenance testing at the user facility, the pump delivered less fluid than expected. There were no reports of any adverse pt events while the pump was in clinical use.